Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error logs. The fse was unable to reproduce the reported error due to cup transfer being jammed already. The fse resolved the issue by removing the right cups from the waste chute. It is likely that the cups stacked up the waste box causing it to jam. The instrument was validated by performing quality control (qc) and the results passed and were within published ranges. The aia-2000 analyzer is functioning as expected. No further action required by the distributor engineer. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from 13jun2020 through aware date of (B)(6) 2021. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 error messages states the following: [4193] y-axis cup transfer z-axis home overrun. Cause: the home sensor activated improperly after movement of the y-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to operational error.

Event description:
Customer reported an error 4193 y-axis cup transfer z home overrun. The technical support specialist (tss) instructed customer to perform a version up. Customer had called back indicating that the error persists. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting creatine kinase mb isoenzyme (ck-mb) and alpha-fetoprotein (afp) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.